Event description:
A technician reported five pts with myopic surprises following intraocular lens (iol) implant surgery. Medical records were requested and rec'd. According to the medical records, this pt reported her vision was not good for distance post operatively. The pt had a medical history significant for anxiety, floaters, dry eye syndrome, and a pars plana vitrectomy with membrane peeling secondary to traction on the macular in 2009 (pre-existing). Posterior capsule opacification was also noted. Additional information has been requested. There are five medical device reports associated with this event. This report is for the fourth pt.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/02/2010, 09/03/2010, and 09/28/2010 by phone and fax. Medical records were rec'd on 09/03/2010. A completed questionnaire has not been rec'd. (B)(4).